Event description:
The facility representative reported a colleague infusion pump that was "alarming". This problem was identified during bio-med testing. There was no report of patient injury or medical intervention necessary. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. No additional information is available. During baxter's review of the event history, it was determined that the reported condition was failure code 403, which interrupted delivery.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition. (B)(4).

Manufacturer narrative:
The reported condition of alarming was determined to be failure code 403. The root cause could not be determined at this time. No repairs were performed at this time, as this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).